Event description:
It was reported that interrogation of this device identified it was operating in safety mode. A replacement procedure has been scheduled but has not occurred yet. The patient is not pacemaker dependent and no adverse patient effects were reported. The device remains in service at this time.

Manufacturer narrative:
This investigation will be updated should further information be provided.